Manufacturer narrative:
This report is associated with argus case (B)(4), super poligrip (unspecified zinc free variant).

Event description:
Possible stroke. Bells palsy [bell's palsy]. Tingling all over/her legs were tingling. Numbness/face numb/arm got numb. Sharp pains. Muscle problems [muscle disorder]. Later her doctors diagnosed her with neuropathy instead. She could not get out of bed some days. Case description: this retrospective pregnancy case was reported by a consumer and described the occurrence of stroke in a female patient who received double salt dental adhesive cream (super poligrip (unspecified zinc free variant)) cream (batch number unk, expiry date unknown) for product used for unknown indication. The patient's past medical history included muscle disorder. Concomitant products included no therapy. On an unknown date, the patient started super poligrip (unspecified zinc free variant). The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. On an unknown date, an unknown time after starting super poligrip (unspecified zinc free variant), the patient experienced stroke (serious criteria gsk medically significant), bell's palsy (serious criteria gsk medically significant), tingling, numbness, pain, muscle disorder, neuropathy, bedridden, drug exposure in utero and exposure during pregnancy. The action taken with super poligrip (unspecified zinc free variant) was unknown. On an unknown date, the outcome of the stroke, bell's palsy, tingling, numbness, pain, muscle disorder, neuropathy and bedridden were not recovered/not resolved and the outcome of the drug exposure in utero and exposure during pregnancy were unknown. The pregnancy outcome was unknown. The reporter considered the stroke to be possibly related to super poligrip (unspecified zinc free variant). It was unknown if the reporter considered the bell's palsy, tingling, numbness, pain, muscle disorder, neuropathy and bedridden to be related to super poligrip (unspecified zinc free variant). Additional information: adverse event information was received on 21 march 2017. Consumer reported their mother used super poligrip unknown variant. Consumer reported drug exposure in utero and drug exposure during pregnancy stated her mother used the product the whole time she was pregnant with her. Consumer reported her mother was pregnant with her in 1991 and it was a normal birth. Consumer had the same problems as her mother, neuropathy. Consumer reported possible stroke, tingling all over and numbness stating she had thought there had been times where she had strokes because she would go numb and tingly all over. Consumer reported when she was younger she had muscle problem. Consumer reported she then began getting sharp pains. Consumer reported in 2007 or 2008 she was diagnosed with bells palsy, consumer then stated that later her doctors diagnosed her with neuropathy instead. Consumer reported she felt like her body was going to sleep. She stated that her legs were tingling. Consumer reported her face and arm got numb. Consumer reported she could not get out of bed some days. Consumer reported that she was willing to be sent doctors authorization form. Consumer reported she had not recovered from any of these events. Consumer was currently 25 years old. No further information was provided.

Event description:
Case description: this retrospective pregnancy case was reported by a consumer and described the occurrence of stroke in a female patient who received double salt dental adhesive cream (super poligrip (unspecified zinc free variant)) cream (batch number unk, expiry date unknown) for product used for unknown indication. The patient's past medical history included muscle disorder. Concomitant products included no therapy. On an unknown date, the patient started super poligrip (unspecified zinc free variant). The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. On an unknown date, an unknown time after starting super poligrip (unspecified zinc free variant), the patient experienced stroke (serious criteria gsk medically significant), bell's palsy (serious criteria gsk medically significant), tingling, numbness, pain, muscle disorder, neuropathy, bedridden, drug exposure in utero and exposure during pregnancy. The action taken with super poligrip (unspecified zinc free variant) was unknown. On an unknown date, the outcome of the stroke, bell's palsy, tingling, numbness, pain, muscle disorder, neuropathy and bedridden were not recovered/not resolved and the outcome of the drug exposure in utero and exposure during pregnancy were unknown. The pregnancy outcome was unknown. The reporter considered the stroke to be possibly related to super poligrip (unspecified zinc free variant). It was unknown if the reporter considered the bell's palsy, tingling, numbness, pain, muscle disorder, neuropathy and bedridden to be related to super poligrip (unspecified zinc free variant). Additional information: adverse event information was received on 21 march 2017. Consumer reported their mother used super poligrip unknown variant. Consumer reported drug exposure in utero and drug exposure during pregnancy stated her mother used the product the whole time she was pregnant with her. Consumer reported her mother was pregnant with her in (B)(6) and it was a normal birth. Consumer had the same problems as her mother, neuropathy. Consumer reported possible stroke, tingling all over and numbness stating she had thought there had been times where she had strokes because she would go numb and tingly all over. Consumer reported when she was younger she had muscle problem. Consumer reported she then began getting sharp pains. Consumer reported in 2007 or 2008 she was diagnosed with bells palsy, consumer then stated that later her doctors diagnosed her with neuropathy instead. Consumer reported she felt like her body was going to sleep. She stated that her legs were tingling. Consumer reported her face and arm got numb. Consumer reported she could not get out of bed some days. Consumer reported that she was willing to be sent doctors authorization form. Consumer reported she had not recovered from any of these events. Consumer was currently (B)(6). No further information was provided. Pregnancy note: may 5, 2017, no additional information was received, so this patient was considered lost to follow-up.